Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Although requested, no patient information provided.

Event description:
It was reported that there was a maxzero leak. The leak occurred at the maxzero connector on the y-port during flushing. There was no report of patient harm.

Manufacturer narrative:
The customer's report that there was a maxzero leak was not confirmed. The maxzero connector sample was received in a box along with other samples in which one of the samples was reported to be contaminated with hepatitis and c-diff. Due to the potential of the suspect set sample being cross contaminated, it was decided by customer advocacy that the sample would not be investigated and was disposed of to eliminate the risk of exposure. The maxzero connector was not investigated and the root cause was could not be identified.

Event description:
It was reported that there was a maxzero leak. The leak occurred at the maxzero connector on the y-port during flushing. Although requested, there has been no impact to patient response or additional event information made available to date.